Event description:
Health professional reported a lap-band removal without replacement because the "pt did not follow the program of diet and exercise and gained weight in the duration, she was implanted with the device, which resulted in the pt's decision to have it removed. No diagnostic tests were performed. The explanted lap-band has been returned to the lab for analysis. Add'l f/u findings: per the bariatric coordinator at the surgeon's office: "the band was defective when the surgeon removed it and that is why the pt gained weight. The op notes showed that the band was examined and when fluid was injected in the band, it leaked out in a "streamlike fashion."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Device analysis noted a thinner surface and smooth opening at the port tubing with leakage consistent with wear and tear. In addition, the analysis noted that the port tubing was also broken with striations consistent with surgical end cut to remove the device. Add'l device labeling: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."